Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage on the insulin pump. The customer's most recent blood glucose was 87 mg/dl. The customer had issues with the pump suspending on its own. The mother stated that they would program and bolus and it would start to deliver then go into threshold suspend. The mother stated that there was no delivery alarm from the pump. The customer had lows where her mother had to take her to the hospital. The customer has not been hospitalized for had any serious injury.